Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported by the patient that following the implant of a transcatheter bioprosthetic valve, a second non-medtronic valve was implanted valve-in-valve. The details of the device replacement were not provided.

Manufacturer narrative:
Updated data: b5. A second paragraph was added. H6. Patient and device codes were updated. Additional codes. Annex f and annex g were updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported by the patient that following the implant of a transcatheter bioprosthetic valve, a second non-medtronic valve was implanted valve-in-valve. The details of the device replacement were not provided. Additional information was received to clarify the second valve was implanted due to severe central regurgitation.